Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension and bradycardia. The implantable pulse generator (ipg) was reported to not be "working correctly". The ipg remains in use. No further patient complications have been reported as a result of this event.